Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure the crbs polarsheath steerable sheath was selected for use, polarx short tip balloon was withdrawn. Upon aspiration of sheath, bubbles noticed in syringe x3 aspirations. Inlet of air from sheath. 2 ablations complete before reaching this point. The troubleshooting was performed and the sheath was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.